Event description:
The rubber stopper on the bottles of bone chips are disintegrating. When the top of the rubber stopper is wiped with an alcohol sponge black particles adhere to the sponge. Also when a needle is passed through the stopper to inject fluid, particles of rubber fall into the bone chips. When the stopper is removed to pour the bone chips into a sterile basin, large amounts of the rubber remain on the inside neck of the bottle and contaminate the sterile bone chips. There is a serious potential of introducing this foreign body (rubber particles) into the wound, resulting to a surgical wound infection.